Manufacturer narrative:
This report is filed, april 12, 2016.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent a revision surgery (date not reported) to clean the site; the infection did not resolve. Subsequently, the device was explanted on (B)(6) 2016.